Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated they had a return of urgency symptoms and when they had increased stim it was painful. The patient stated the pain went away but they still felt a strange sensation on the left side. The patient felt stimulation in the bicycle seat area, and adjusted stim from program #1 at 1.9v to program #2 at 1.9v, and the caller stated it felt good. Troubleshooting resolved the painful stim and the patient would monitor their symptoms now that changes have been made and would follow up with their healthcare provider (hcp) if they didn't resolve. The change in therapy/symptoms was sudden in nature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.